Event description:
It was reported that the patient presented prior to the device exchange procedure. It was noted that the right atrial (ra) lead exhibited high capture threshold and loss of capture. The ra lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.